Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap nissen, the liver retractor got stuck when you remove outer sheath. Problem occurred 3 times. The third one they were able to use but also stuck.